Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation and correcting information submitted on the initial medwatch report. Please reference section e. Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.